Event description:
During verification testing at the service center, it was noted that the prongs on the ac power cord plug were bent.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.